Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the lead was capped on (B)(6) 2015 due to high capture threshold.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed when the asymptomatic patient presented in the clinic during a follow-up. The lead will be capped and replaced. No further information is available.

Event description:
Additional information received indicated that the lead was replaced by a medtronic lead.